Event description:
There have been four cases of sternal infections and/or wound dehiscence since february 2013 that are believed to be related to the use of the pioneer sternal cable system. Prior to these four cases, there were two sternal surgical site infections identified in september 2012 and may 2011. It was noted that in the beginning of this year (2013), a new sternal cable system was utilized for wound closure. Chart review was conducted and each of the four patients were considered to be in a "risk 1" category or higher due to asa score or duration of procedure. All have other risk factors for infection (bmi > 30, smoking history, etc.) 3/4 patients had the first dr with duraprep site prep. 1/4 patients had the second dr with chloraprep. 4/4 with appropriate antibiotics prophylaxis. 4/4 had wound closure with cable system. Of the three coronary artery bypass graphs, 2 off-pump and 1 on-pump. 3/4 with positive wound cultures (1 staph species and 2 staph aureus).patient 1. Readmitted approximately 15 days after discharge. Sternal wound started draining and had an increase in pain. Has sternal dehiscence with drainage and sternal instability. Placed on antibiotic therapy. Wound culture grew staphylococcus aureus. Plastics consulted. Three procedures during hospital stay: 1. Debridement and wash out; 2. Debridement with vac change; 3. Sternal flap closure utilizing bilateral pectorals musculocutaneous advancement flaps.patient 2. Readmitted approximately 5 days after discharge for wound dehiscence of his sternal incision (severe coughing vs. Significant clinical infection). Underwent redo sternotomy, removal of cables and placement of wound vac for poor tissue integrity and wound healing. Plastics was consulted. Next, underwent sternal debridement; musculocutaneous right vertical flap to the sternum. Wound culture came back positive for a staph species.patient 3. Readmitted approximately 5 days after discharge with difficulty breathing and hr in the 140s and in atrial fibrillation. The patient had significant pain from surgical site. The proximal aspect of the incision had some erythema and dehiscence of sternal wound. Keflex was started. Pain had improved at time of discharge.patient 4. Readmitted 1 day after discharge. Patient became wheezy and short of breath a short time after being discharged and was readmitted with some coughing and congestion. Five days later, the patient was found to have a sternal wound dehiscence with possible abscess formation. Had a washout in the or performed and eventual wound closure by plastics. Received antibiotic therapy.first dr switched back to a wire closure system and all surgeons have switched to using chloraprep. Additional recommendations may be forthcoming. Will continue to monitor four cases.device #1is this a laboratory device or laboratory test?no.device #2is this a laboratory device or laboratory test?no.device #3is this a laboratory device or laboratory test?no.device #4is this a laboratory device or laboratory test?no.